Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Unclear if the device is available.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device history record of product code 91-4201, lot cmnb8d; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released on december 12th 2011. Data was extracted from the pump at receipt. The data was sent to the r&d for analysis. Volume sensor frequency has a value of 0 hz and that could be linked to a short circuit of the fill level sensor (fls) coil. The measured drug volume is set to 0 ml when the frequency is equal to 0 hz. Reading. No data available. This is linked to a pump reset after clear all error performed by sales rep during pib. Conclusions: all parameters of dosage program are correct. (Except prc ram, no data). Visual inspection (december 18th, 2014) the pump was returned as follows: 4 suture loops, approx. 11 punctures were observed on the filling septum, 1 punctures was observed on the bolus septum, the pump was returned empty. The fill level sensor (fls) was tested. The pump failed the fls test. For each level tested the fill level sensor reported a value of 0ml and a frequency of 0hz. The medstream pump was steam decontaminated. After that butane was removed from the pump the top cover of the pump was carefully machined to access the electronic part of the pump. Visual inspection of electronic chamber: nothing special to remark. Resistance measurement of fls coil to titanium housing did not yield a short circuit as expected. Reading fls frequency and volume with control unit did not result in a frequency of 0hz. This is different to when the pump arrived at codman where the 0hz reading was confirmed. Pressurizing the reservoir between ambient (18.77ml measured) 2.2bar (37.92ml measured) and at 3 bar and 4bar rel. (40ml measured) did not yield a short circuit of the fls coil to the titanium housing. Conclusion: 0hz fls frequency issue has disappeared during either sterilization and/or pump electronic chamber opening. Not possible to further analyze for root cause. The root cause of the defect was not identified as the issue has disappeared during either sterilization and/or pump electronic chamber opening. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
In the night of the (B)(6) the patient showed a spastic and the pump gave an acoustic alarm. After checking the pump with the manufacturer they decided that the pump has to be explanted . Instead of the patient received an oral medication.

Event description:
On 11/13/2014 affiliate confirmed that the device has been explanted and will be returned for investigation.

Manufacturer narrative:
The device was received for investigation. Upon completion of the investigation a follow up report will be filed.